Manufacturer narrative:
The device has not been returned to pyng medical corp for formal evaluation; however, the complainant mentioned that the device was used on 3 different subjects. The mat device is a single use device. While no formal conclusions can be drawn at this time, the device was not being used according to the intended use (labeling).

Event description:
During a training session of the ski patrol at squaw valley ski area, the trainer applied the mat tourniquet to three people. On the third test subject, during the tightening of the tourniquet, as reported by the complainant, "the mat completely failed" (which would prevent the device from operating as intended). Note: the mat device is a single use device. (B)(4).